Event description:
On (B)(6) 2026, a 39-year-old male patient underwent swan ganz heart catheter placement. On (B)(6) 2026, staff noticed blood leaking from one of the ports of the swan ganz heart catheter and identified a crack in the tubing. The catheter was clamped and removed. The patient underwent an additional procedure to replace the heart monitoring catheter.